Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead warning was observed after the device replacement procedure for undefined bipolar impedance. During testing with the analyzer during the replacement procedure, the atrial lead had good sensing and threshold. Post procedure, the lead had intermittent capture at high voltage and undefined impedance in bipolar. The lead was reseated into the header. No patient complications have been reported as a result of this event.